Manufacturer narrative:
(B)(4). This is a report of a system error 2240 alarm that was caused by an open clamp on an unused supply line. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. The guide warns the user to make sure all clamps on unused fluid lines are closed securely and instructs the user to close all clamps while preparing to load the disposable set. A review of the label for the product family will be conducted. Should relevant additional information become available, a follow-up report will be submitted.

Event description:
It was reported that a system error 2240 (air in set/line) alarm occurred on the homechoice device during dwell three of four of peritoneal dialysis therapy. The home patient was connected to the device at the time of the alarm. During troubleshooting, it was noted that there was an open clamp on an unused supply line. Proper procedures were reviewed and the power was cycled to clear the alarm. The patient was to complete therapy using manual supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.